Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a stent damage occurred. The 90% stenosed and calcified target lesion was located in the moderately tortuous proximal right coronary artery. After predilation with a non bsc balloon catheter, a 3.00x20mm liberte bare metal stent was advanced to the target lesion but it was unable to cross the target lesion. Upon removal of the device, a few struts of the sent were lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.